Event description:
During assistance with system error (se) 2240 and 2367 on the home choice (hc), this occurred on the homechoice (hc) during use, during fill; the patient, revealed that after clearing the alarms they redid the setup using the same supplies. The baxter technical service representative (tsr) explained to the patient they should never restart the setup using the old supplies. They were advised to contact their nurse. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, they stated, the patient received retraining regarding the reported problem. They stated that the patient was examined to make sure they were okay, and they are doing fine. The pd rn stated, the patient has been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because the patient stated that they started therapy over with all the same supplies. Patients are advised to only use disposables once and discard at the end of therapy, as reuse can cause contamination. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.